Event description:
Customer observed a low advia centaur xp tsh3-ultra (tsh3-ul) result compared to repeat testing on the advia centaur xp tsh3-ultra assay. The customer questioned the low advia centaur tsh3-ultra result and performed repeat testing. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant advia centaur xp tsh3-ul result.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2014-00247 on september 24, 2014 regarding a non-reproducible advia centaur xp tsh3 ultra result. (B)(6) 2014: the customer provided the following additional testing of the sample. (B)(6) 2014 n- alternate instrument ((B)(4)): tsh replicate 1 2.10 uiu/ml; tsh replicate 2 2.25 uiu/ml; tsh3ul repeat testing 2.154 uiu/ml. (B)(6) 2014: original instrument (B)(4): tsh3ul 2.087 uiu/ml.

Manufacturer narrative:
The cause for the discordant, non-reproducible advia centaur xp tsh3-ultra result is unknown. A siemens customer service engineer went on site. The sample probe and reagent probe alignment was checked as well as the acid and base dispense. The performance of the wash station and luminometer was checked. The cuvette loader ionizer was cleaned. The assay was calibrated and quality control material was tested. Results were within range and showed good precision. The instrument is operational. No further evaluation of the device is required.